Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of non-physiologic signals in an isolated event, increased threshold, and high out of range pace impedance measurement greater than 2,400 ohms. There was no pacing inhibition. The healthcare professional was able to recreate noise, but it was not detected by the device in clinic. Technical services (ts) reviewed remote monitoring data, and noticed lead impedance has been out of range for the past year. No adverse patient effects were reported. The lead remains in service.